Manufacturer narrative:
Approximate age of device - 3 years and 9 months. A correlation between the device and the reported symptoms of gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced symptoms of gastrointestinal bleeding and was given a blood transfusion. An endoscopy was performed, however, no source of bleeding was found. The patient has reportedly been stable since and continues to be medically managed. The vad was reportedly functioning as expected.